Event description:
Account alleged that the left foot caster tube pulled away from the frame and caused the bed to drop. A pt was in bed, no injuries have been alleged.

Manufacturer narrative:
A new caster base was shipped to the account for resolution. No further info is available at this time.